Manufacturer narrative:
Cmpl-(B)(4). Health effect - clinical code - e0131 - speech disorder. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient's child stated that while the cgm was in signal loss, the patient was asleep mumbling and could not talk. It was reported that the patient was also vomiting so the patient's grandson called an ambulance. When they arrived, they treated the patient with glucose and an IV drip. There was no information on what the patient's blood glucose value was prior to treatment. The patient declined to go to the hospital, stated they were tired and just wanted to lay down. At the time of the report the following day from the event, the patient was at home resting. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. The patient's child stated that while the cgm was in signal loss, the patient was asleep mumbling and could not talk. It was reported that the patient was also vomiting so the patient's grandson called an ambulance. At the time of the event no bg was checked, but the sensor was reading 41 mg/dl, possibly indicating recovery from signal loss. There was no information about alerts or alarms at that time. When the paramedics arrived, they treated the patient with glucose and an IV drip. There was no information on what the patient's blood glucose value was prior to treatment. The patient declined to go to the hospital, stated they were tired and just wanted to lay down. At the time of the report the following day from the event, the patient was at home resting. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that signal loss over one hour occurred. The patient's child stated that while the cgm was in signal loss, the patient was asleep mumbling and could not talk. It was reported that the patient was also vomiting so the patient's grandson called an ambulance. At the time of the event no bg was checked, but the sensor was reading 41 mg/dl, possibly indicating recovery from signal loss. There was no information about alerts or alarms at that time. When the paramedics arrived, they treated the patient with glucose and an IV drip. There was no information on what the patient's blood glucose value was prior to treatment. The patient declined to go to the hospital, stated they were tired and just wanted to lay down. At the time of the report the following day from the event, the patient was at home resting. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)